Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with an unspecified mentor smooth saline breast implant and experienced left-sided deflation postoperatively. The patient had a consultation with a healthcare professional. As a result, the patient underwent removal and replacement with an unspecified mentor gel breast implant on (B)(6) 2022. The implantation date and event date were estimated as (B)(6) 2003 and (B)(6) 2017 respectively based on available information.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).